Manufacturer narrative:
The evaluation confirmed, there was no image with the series 180 scopes, due to the patient board needing replacement. The additional evaluation findings are as follows: the unit's top cover, front panel, rear panel and chassis feet need replacement; due to poor appearance. A power switch upgrade was needed, a software update was needed, the video socket connector needed replacement; due to a defective lock that did not secure the scope video cable. And the programmable input processor connector needed replacing, the investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that there was no image with the series 180 scopes. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a defective/poor patient board set. Olympus will continue to monitor field performance for this device.